Event description:
Bravo ph capsule failed to attach to esophagus during egd with bravo ph capsule placement procedure. Capsule was retrieved from esophagus with roth basket by doctor performing procedure, product from (B)(4) imaging. Lot #17385q/(B)(4). (B)(4) notified on date of event. This issue has been resolved. Capsule removed with roth basket. Another bravo from a different lot number was implanted successfully.